Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end user alleged that his prodigy diabetes meter was not reading accurately. The end user was lethargic accompanied with a blood glucose reading of 100 mg/dl. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 46 mg/dl. The end user was given orange juice, a peanut butter and jelly sandwich along with pizza to assist in stabilizing his blood glucose levels. There was no need to transport the end user to the ER once he received treatment. No additional details were provided in regards to this medical event.